Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) at l3-l4 due to mechanical back pain and lumbar ra diculopathy. Intra-op, the inner shaft snapped. The surgery was continued with the help of back-up instruments. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the threads at the tip of the threaded shaft appear to have been sheared off. It appears that the failure may be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.